Manufacturer narrative:
The follow up MDR is being submitted to relay corrected information. The corrections does not change any previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue

Manufacturer narrative:
(B)(4). Additional concomitant medical products: 113628 456550 comp primary stem 8mm mini; 115310 574560 comp rvrs shldr glnsp std 36mm; 010000589 629450 comp rvrs 25mm bsplt ha+adptr; 180551 337990 comp lk scr 3.5hex 4.75x20 st; 180553 408800 comp lk scr 3.5hex 4.75x30 st; 180550 312830 comp lk scr 3.5hex 4.75x15 st; ep-115393 618320 e1 44-36 std hmrl brng; 115380 475540 comp rvs cntrl scr 6.5x20mm st; 115382 310480 comp rvs cntrl scr 6.5x30mm st. The complaint cannot be confirmed as the medical records were not provided. Review of device history records found these units were released to distribution with no related deviations or anomalies. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04718, 0001825034 - 2018 - 04722, 0001825034 - 2018 - 04723.

Event description:
It was reported that the patient underwent a revision due to unknown reasons within one month post primary surgery. No additional information is available.